Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon ¿no image¿ occurred due to the following reasons. Communication failure occurred because water entered from the cut on the cable. The event can be detected/prevented by following the instructions for use which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had the cable interrupted inside. The issue was found prior to use in a bronchoscopy procedure. The procedure was completed with a disposable device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image disappears. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the image not being displayed due to the cable unit being twisted, the additional evaluation findings are as follows: poor water tightness of the cable unit, and the cable unit is depressed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.